Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A picture was provided. Although a true/accurate conclusion may not be completed based on a sole photo, the following includes observations and potential associations were assessed. The review showed amorphous whitish opacification centrally apparently in the posterior surface of the lens or the posterior capsule, folds-like haze apparently in the posterior capsule and maybe compatible with posterior capsular opacification (pco), apparent scratch at 11:30 in anterior surface of the intraocular lens (iol), mild whitening of the anterior capsule potentially compatible with anterior capsular opacification (aco), punctate opacities in anterior surface of the iol may be compatible with lens haze and brownish amorphous/punctate haze at the edge of the anterior capsule, between 2:00 and 5:00, unable to determine origin. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received indicating that there were a total of fifty six patients with rough surface spots on lenses following intraocular lens (iol) implant procedures. Six of these patients were adult cases (born between 1934 and 1989). Four lens models were involved (two single piece and two multipiece). There is no indication to explant the lenses and the surgeon does not have any microscopic evidence of the consistency of the deposits on or in the iols. The deposits can not be removed with a yag laser and lens pits occur.

Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested and received. (B)(4).

Event description:
A doctor of ophthalmology reported twenty three cases of rough surface spots on intraocular lenses (iols) noticed "after some years" following iol implant procedures. Three of these cases occurred in adult patients. The spots were described as of milky aspect, calcium-like deposits, biofilm-like aspect which appeared to be just beneath the surface of the iol on the justa-superficial matrix. Those could appear on the anterior surface, the posterior surface but also on both. The spots were reported to have been observed in two different iol models (multipiece and single-piece), no further information regarding the iols involved was provided. The doctor tried to remove the deposits with yag-laser, but it did not modify its aspect. Visual acuity was not compromised and the lenses remained implanted. This is one of three reports being filed for this facility. This report is for a pool of three adult patients. Patient identifiers are not available. Additional information has been requested and received.